Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), product type: lead. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported the the 8th electrode (listed as contact 7) had red connectivity and 40,000 impedance value while in the top, 0-7 port. When tested in the bottom, 8-15 port, red connectivity and 40,000 impedance value was shown on the 7th electrode of the white banded wire, identified as contact 14. When the same white banded wire was tested within the wens, the 5th electrode, identifying as contact 4, came up as red connectivity and 40,000 impedance value. This is all pertaining to the white banded wire for the paddle lead. The non banded wire was also tested in each of those same locations with all green connectivity and no impedance concerns. The lead was never implanted and will be returned. The cause is not known, but the rep noted they would submit any new information that becomes available.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 27-jun-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.